Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that around the beginning of (B)(6) 2013, she started experiencing a skin reaction on her abdomen where she wears the sensor. Patient has consulted with her endocrinologist and her dermatologist and believes that the skin reaction is caused by the sensor's adhesive patch. Patient was given a cream to apply on irritated skin and started wearing the sensor patch on her back instead of her abdomen. At the time of her call to dexcom technical support, patient's skin was still itchy.